Event description:
On 23-dec-2025, a sales representative reported via phone that three ar-3636 knotless 1.8 fibertak soft anchors had the white portion of the suture detach from the inserter when removed from the package. Additionally, two ar-3636 knotless 1.8 fibertak soft anchors, after insertion, had frayed shuttling sutures. The two anchors remained implanted, and the frayed sutures were removed. The case was delayed by approximately 30 minutes, and no additional anesthesia was administered. Additional ar-3636 knotless 1.8 fibertak soft anchors were used to complete the case. This issue was discovered during a labral repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device encountered while removing it from the packaging.